Manufacturer narrative:
(B)(4). Eval method: work order search. Lot # search. Results: a lens work order and lot# search was performed and no similar complaints were found within the same work order and lot #. (B)(4).

Event description:
The reporter stated, the surgeon inserted a 21.5 diopter cq2015a collamer aspheric three piece lens. The lens was damaged during insertion into the eye. The lens was removed with no pt injury. Reporter stated, the cartridge damaged the lens.